Event description:
It was reported that the patient had no therapeutic effect and impedances measured greater than 4000 ohms on all electrode combinations except +1-. It was noted that the entire system was replaced a week ago. The patient outcome was reported as resolved without sequelae. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Analysis of neurostimulator model 3058 serial # (B)(4) showed no anomalies. Analysis of lead model 3889-28 lot #v645571 showed conductors #0, 2, and 3 were broken by the most proximal tine 5.2 cm from the most distal end. Conductors #0 and 1 were shorted where the conductors were broken. Open circuits were seen on conductors #0, 2, and 3. The circuit in # 1 showed acceptable continuity. The outer insulation was found to be intact. (B)(4).

Event description:
Additional information reported patient symptoms of frequency and urgency of urination associated with the event. If additional is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v645571, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Product ID: 3889-28, lot# v645571, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), explanted: (B)(6) 2013, product type: programmer. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# v645571, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. This information was originally reported in regulatory report #3004209178-2017-09013. Please refer to regulatory report #3004209178- 2017-09013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional in a clinical study reported that one lead was possibly not connected. The patient had been struggling with symptoms and decreased efficacy since (B)(6) 2011. No actions were taken however device interrogation was performed for adjustments but was not effective on (B)(6) 2013. An entire system explant was performed on (B)(6) 2013. It was reported to be related to the device or therapy and not related to the implant procedure. Symptoms of nocturia, incontinence, and frequency were reported. On (B)(6) 2013, it was reported that it may require a revision as there was a malfunction since fall per the medical record. There was a report that the issue was ongoing but then later reported that it was resolved without sequelae on (B)(6) 2013. Relevant medical history includes urinary dysfunction/sacral nerve stim. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.